Event description:
It was reported that the device had oxidisation inside of barrel clamp and oxidisation of the screws on top of the syringe holder. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had oxidization inside of barrel clamp and oxidization of the screws on top of the syringe holder and also had keypad lift issue. There was no patient involvement.

Manufacturer narrative:
Omit : c0601 degradation problem identified, g0405213 screw additional information : imdrf annex a, c, d and g codes.

Manufacturer narrative:
Omit: c20 - no findings available. Additional information: describe event or problem, if other specify, imdrf annex b,c and g codes and manufacturer narrative. Correction: common device name, report source, report source other. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Please note that the suspect device was not returned for investigation; however, four (4) photos were provided of a syringe module device with oxidation in the barrel clamp and corrosion on the screws. The customer¿s report that the syringe module with oxidation in the barrel clamp and corrosion on the screws confirmed through the provided photos. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that the device had oxidization inside of barrel clamp and oxidization of the screws on top of the syringe holder and also had keypad lift issue. There was no patient involvement.